Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 31g 5mm 100ct germany roche failed to deliver the correct amount of insulin to the patient, who reported "higher than normal" blood sugar levels after using it.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the pen ndl 31g 5mm 100ct germany roche failed to deliver the correct amount of insulin to the patient, who reported "higher than normal" blood sugar levels after using it.